Manufacturer narrative:
The device was received for evaluation. During functional testing, no upstream occlusion alarm was not reproduced. The device was tested for upstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor . The upstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm for upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.